Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer fell onto the pump and the touch screen became cracked and subsequently, customer could no longer interact with the pump. Customer's blood glucose was 328 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.